Manufacturer narrative:
Date of event: unknown when device actually broke, it was discovered post opt. Implanted/explanted date: remove from initial medwatch, the tfna broke post-op. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): the complaint indicated that the tfna broke post-op which will likely require additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a tfn-advanced¿ proximal femoral nail (tfna) broke post-operatively. No additional information is available at the moment. This complaint involves 1 part. This report is 1 of 1 for (b)().